Event description:
As reported from our affiliates in germany, this was a case of a 29mm sapien 3 transcatheter heart valve in tricuspid position by transfemoral approach inside a 34mm mc3 ring. The valve was well implanted in good position; however, a severe central leak was seen. It looked like an entrapment of 1 leaflet which could not be freed by simple wire or catheter manipulation. A second 29mm sapien 3 valve was implanted inside the first sapien 3 valve. The result was good according to the circumstance.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. The complaint leaflet motion restricted in patient was unable to be confirmed due to unavailability of applicable imagery/medical record. A review of DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that the thv was deployed in tricuspid position within pre-existing surgical ring via transfemoral approach, which was not an indicated use at the time of implant. Therefore, this was off-label operation. Thv-in-tricuspid surgical ring using the sapien 3 (s3) valve with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. An existing technical summary has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, "29mm sapien 3 case by transfemoral approach in tricuspid position inside a 4900 edwards 34mm mc3 ring. The valve was well implanted in good position; however, a severe central leak was seen. It looked like that an entrapment of 1 leaflet which could not be freed by simple wire or catheter manipulation." In this case, implanting a spherical s3 valve within a non-spherical target site (tricuspid surgical ring) likely had an impact on the valve deployment characteristics leading to thv leaflet entrapment, as reported. As such available information suggests that procedural factors (off-label operation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.